Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported the patient's tremors were affecting the voice and their hand. The patient's son tried to make an adjustment but they tremors were really bad and got worse. It was confirmed through troubleshooting, that the implant was off. The patient was able to turn the implant down to 3.2 and then turn the stimulator back on. The patient felt much better and the tremors were under controlled. No further complications were reported as a result of this event.